Manufacturer narrative:
Device available for evaluation: yes. Device returned to manufacturer on: apr 08 2019. Device returned to manufacturer: yes. Device evaluation: a visual inspection of the returned device shows one haptic completely detached and stuck to the optic body. Traces of ovd (ophthalmic viscosurgical device) are present with signs of manipulation by forceps. The lens was cleaned with purified water and dried with compressed air to ease inspection. Further inspection under magnification did not reveal any further damage. The complaint event is confirmed, however as per the customer's report, they experienced loading issues that were due to new technician's errors. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a lens loading issue with a new technician. The zcb00 5.5 diopter lens was inserted and a severed haptic was observed. The lens was removed from the patient's right (od) eye requiring incision enlargement, and replaced with a back up lens. There was no reported injury to the patient. No further information provided.